Manufacturer narrative:
Zoll has not yet received the product for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Note, during manufacturing, all icy catheters are 100% inspected for leaks. In addition, extension tubing is also 100% tested for leaks. Only units that pass the testing are moved to the next process. Not returned to manufacturer.

Event description:
The zoll ivtm catheter was placed into the femoral vein and insertion was not difficult. It was reported that the saline bag was leaking out and drained empty. The saline bag was exchanged 3x but the saline bag was observed to be empty again. The catheter was inspected and possibly a pin hole was detected in the balloon. The catheter was removed and will be returned for evaluation. There was no adverse patient sequelae reported. No other information was provided.